Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found a nozzle on the rinse unit was overflowing, the gear pump pressure was at maximum peak, and an issue with the water supply pressure. He adjusted the rinse unit and ran an ise check within range. The customer confirmed the proper function of the system. The field service engineer performed internal and external cleaning and cleaned and lubricated the sample and reagent arms. He verified the components, syringes, reaction, reagent disk, and sample disk were in good condition. He ran routine photometer check sand cuvette blank measurements with results within accepted values. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas 4000 c311 stand alone system. Sample 1 initial result was 220 mmol/l and the repeat result was 146 mmol/l. Sample 2 initial result was 157 mmol/l and the repeat result was 137 mmol/l. Sample 3 initial result was 108 mmol/l and the repeat result was 138 mmol/l.